Event description:
Sorin group received a report that the mast roller pump would shutdown as if it were not correctly plugged in to the console base. There was no report of pt injury.

Manufacturer narrative:
The manufacture date will be forwarded in a f/u report. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that the mast roller pump would shutdown as if it were not correctly plugged in to the console base. There was no report of pt injury. The pump and control panel were returned to sorin group (B)(4) for eval. Eval of the returned product found no problems. The pump and panel were subjected to performance testing at a variety of speeds for 8 hours without issues. Alarms were generated to stop the pump, the pump acted properly and the pump restarted properly after the alarms were cleared. The pump and displayed panel were returned to sorin group (B)(4) for further investigation. A f/u report will be filed when the investigation is complete.